Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle and distal end with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. The device was returned and evaluated, and the customer¿s allegation of water leak was not confirmed. In addition to foreign matter clogging in nozzle, foreign matter on plastic distal end cover findings, the additional evaluation findings are as follows: due to a pinhole on universal cord, water tightness was lost, plastic distal end cover had a dent, indication on suction connector was peeled, protector of universal cord on control section side had a scratch, protector of universal cord on suction connector side had a scratch, paint on suction cylinder was peeled, paint on suction cylinder was peeled, mouthpiece was loose, universal cord had a wrinkle, light guide bundle was slipping down, electrical connector had discoloration due to water leakage, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cove had white-clouded area, adhesive on bending section cover had a crack, bending section cove had a scratch, connecting tube had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a water leak at approximately 30 centimeters from the insertion part of the main unit. There were no reports of patient harm. During evaluation of the returned device, it was found that there was foreign matter clogging in nozzle and foreign matter on plastic distal end cover. This medical device report is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed although the reprocessing was conducted properly due to the physical damage on the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.